Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name#biolox v40 head, 36mm +0; cat# unknown ; lot# unknown. Device name#trident insert, 36mm +5mm ; cat# unknown ; lot#mmjhhx. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Right hip revision for instability. Cup, insert, and head explanted and competitor cup, dual mobility insert and liner with screws implanted along with a stryker universal taper sleeve and biolox head.